Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v686988, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The therapy reportedly never worked for the patient. The patient had the implantable neurostimulator (ins) off for about 1 year and had been taking oral medications to treat her symptoms, which seemed to be working for her. The patient had been treated for "not being able to empty her bladder" and had "one urinary tract infection (uti) after another." It was stated that when the patient was first implanted, the therapy seemed at helping, but over time the patient started to unable to "empty her bladder again and had more utis.¿ the patient went to her current healthcare provider (hcp) for a second opinion and was told to discontinue therapy. The patient stated that she wanted her implant removed, but did not want to go through her original implant hcp.